Manufacturer narrative:
It was later reported that this product was explanted.

Manufacturer narrative:
Information suggest this product remains in-service. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached end of life (eol) over one month ago. The battery was reported to be 2.56v, with charge times of 19.3 seconds. The patient did received a recent shock with charge times of 19.5 seconds and the last capacitor reformation had charge times of 30 seconds. In addition, it was reported that the patient was scheduled to have the system explanted for a possible infection.